Event description:
Additional information was received that during a normal patient follow-up, it was noted that there was one shock impedance measurement that was above 200 ohms that occurred in (B)(6) 2015. Further review found a shock impedance measurement of 0 ohms in (B)(6) 2015. In addition, there was also noise on the ra and rv leads on that same day in august that resulted in oversensing and pacing inhibition for about 1.5 seconds. The patient was not aware of the event. Further testing was performed and the noise was not able to be recreated. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the 0 ohms measurement is indicative of exposure to electromagnetic interference (emi). Additional troubleshooting was discussed. No adverse patient effects were reported. The crt-d and leads remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise on electrogram (egm) which was oversensed and caused inappropriate atrial tachy response (atr) mode switches, inhibiting pacing and saw pauses up to 1.5 seconds. Moreover, one daily measurement showed low out-of-range (oor) shock lead impedance of 0 ohms. Boston scientific technical services (ts) stated that noise looked like electromagnetic interference (emi). The patient had 10 to 15 stored events and patient will be checked in 3 months. Additional information indicates that when the patient was seen in the clinic, thresholds were normal and no mention of noise. The field representative indicated that the patient was asymptomatic and will check patient again probably in a month. The system remains in service. No adverse patient effects were reported.